Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00363. This report is being submitted as additional information. The primary console is not a single use device. The approximate age of the device from the date of manufacture is 3 years. Manufacturer's investigation conclusion: the reported event of the lcd screen on a centrimag 2nd generation console going blank and an audible buzz/humming was unable to be confirmed. The returned console was tested with the centrimag motor returned under this complaint and the reported events were unable to be reproduced. A full functional checkout was performed and the unit passed all tests. The root cause of the reported events was unable to be determined during this investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported by an extracorporeal membrane oxygenation (ECMO) nurse that the lcd screen on the second-generation console went blank and there was an audible buzz/humming. This occurred while the patient was being transferred from the computed tomography scanner gurney back to the bed. The console was located on the gurney and the motor was being held by a second nurse when this occurred. The nurse who witnessed the screen blank out called this information out immediately, and the second nurse immediately verified that the motor was in fact running as it was in her hand at the time and she could feel the vibrations were unchanged. The team exchanged to the back-up console and motor. The console was cleared by bio-medical department and is back in service. The patient was symptomatic but was changed immediately to a backup with no ill effects. No additional information was provided.